Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a foreign material in the packaging of the catheter was observed. The target lesion was located in the superficial femoral artery. An opticross¿ 18 imaging catheter was selected for use to a peripheral arterial disease (pad) patient. During unpacking of the opticross¿ 18 imaging catheter out from the box, its vinyl packaging was opened and the opticross¿ 18 imaging catheter was within its sterile pack and was placed on the catheter table. However, when the "white laminated paper was opened, an approximately 3mm dirt/paper was found. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The original pouch and tray were received completely opened and a generic plastic bag with a foreign material inside was returned instead. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID# (B)(4).

Event description:
It was reported that a foreign material in the packaging of the catheter was observed. The target lesion was located in the superficial femoral artery. An opticross¿ 18 imaging catheter was selected for use to a peripheral arterial disease (pad) patient. During unpacking of the opticross¿ 18 imaging catheter out from the box, its vinyl packaging was opened and the opticross¿ 18 imaging catheter was within its sterile pack and was placed on the catheter table. However, when the "white laminated paper was opened, an approximately 3mm dirt/paper was found. The procedure was completed with this device. No patient complications were reported.